Event description:
This unsolicited device case from united states was received on 26-may-2016 from a physician. This case involves a (B)(6) female patient who experienced left knee pain and left knee swelling(latency: few days) and had arthrocentesis done, 5 days after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection (indication, dose, frequency, batch/ lot number and expiration date: not provided) into the left knee. On (B)(6) 2016 (few days after initiating treatment), the patient experienced left knee swelling and pain. On (B)(6) 2016, the patient received intra-articular corticosteroids. On (B)(6) 2016, 5 days after initiating treatment, arthrocentesis was performed. On (B)(6) 2016, the patient received oral steroids for the same. Action taken: unknown. Outcome: recovering/ resolving for left knee pain and left knee swelling; unknown for arthrocentesis. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all the events.

Event description:
This unsolicited device case from united states was received on 26-may-2016 from a physician. This case involves a (B)(6) female patient who experienced left knee pain and left knee swelling(latency: few days) and had arthrocentesis done, 5 days after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection (indication, dose, frequency, batch/ lot number and expiration date: not provided) into the left knee. On (B)(6)2016 (few days after initiating treatment), the patient experienced left knee swelling and pain. On (B)(6) 2016, the patient received intra-articular corticosteroids. On (B)(6) 2016, 5 days after initiating treatment, arthrocentesis was performed. On (B)(6) 2016, the patient received oral steroids for the same. Action taken: unknown. Outcome: recovering/ resolving for left knee pain and left knee swelling; unknown for arthrocentesis. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all the events. Additional information was received on 01-jun-2016. Global ptc number with results was added. Text amended accordingly.